Event description:
A surgeon reported that the system's illumination was not working during a procedure. Following a 45 minute delay, the light bulb was replaced and the surgery was able to be completed with no impact to the pt.

Manufacturer narrative:
The customer contacted the company representative to assist with troubleshooting. The company representative suggested to the customer to use another light bulb. The customer found a replacement light bulb to test. The light bulb was replaced and the issue was resolved. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was determined to be a nonconforming light bulb. (B)(4).